Manufacturer narrative:
(B)(4). Eval, results: cva/stroke.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It is reported that approximately 8.5 months post index procedure, the pt presented at the ER with left leg weakness and was diagnosed with hypokalemia. It is reported that the pt was treated with medication and recovered with treatment. Investigator has indicated that the event was not related to either the study stent or the study procedure. It is reported that approximately 11.5 months post index procedure, the pt was admitted to hosp suffering from a urinary tract infection on three occasions within a month. It is reported that the pt was treated with medication and recovered with treatment. Investigator has indicated that the event was not related to either the study stent or the study procedure. It is reported that the pt suffered an ischemic stroke approximately 16.5 months post index procedure. The pt was admitted to hosp suffering from altered mental status and was diagnosed with a cva and a peg tube was inserted for difficulty swallowing. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. It is reported that the pt was treated with thrombolytic therapy and medication. The pt recovered with treatment. Investigator indicated that the event was not related to either the study stent or the study procedure. It is reported that one month later, the pt suffered a pulmonary embolism and a urinary tract infection. It is reported that the pt was treated with thrombolytic therapy and medication. The pt recovered with treatment. Investigator has indicated that the events were not related to either the study stent or the study procedure.

Event description:
It was confirmed that the patient died approximately 1 year and 10 months post the index procedure. The site reported the death was not associated with mi or stent thrombosis. The death certificate listed the cause of death as the cerebrovascular accident which occurred five months prior and was previously reported: other causes of death listed were quadriplegia, diabetes, and decubitus ulcers. An autopsy was not performed.

Manufacturer narrative:
(B)(4)